Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed for pain management to deliver unspecified medication. No specific programming parameters were provided. On (B) (6) 2009, at an unspecified time, the nurse expected the container to be empty; however, the amount remaining in the container was 45ml. The device was removed from clinical service. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No medical interventions were reported. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.